Event description:
A customer reported that they observed a dull knife during surgery. There was no report of harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. A lot history search could not be done because there was no lot number provided. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to blade. However, it is unlikely that damage occurred during the mfg process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).